Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: will not be returned to manufacturer.